Event description:
Boston scientific received information that the patient with this implantable defibrillation lead and atrial rate/sense lead reported a protrusion a few inches above the implant incision site that is causing increasing discomfort. The patient was concerned that this protrusion might be the result of a lead dislodgement. The right ventricular (rv) lead was explanted electively during device change out. The rv lead was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services representative discussed consulting a physician regarding the protrusion and discomfort. No further information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Laboratory result could not confirm the reported allegations. Visual inspection of the lead revealed a severed lead in two segments at 16.5 centimeters from is-1 terminal pin. The helix and tip of the lead are normal and no signs of damage or defect. No irregularities noted at tip region of the lead that could be contributed to dislodgment.